Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received indicating that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2013. The patient¿s last seizure was a year prior to the office visit. The notes indicate that the patient¿s device was tested during an office visit on (B)(6) 2013 and normal mode diagnostic results showed high impedance. During the office visit, the patient reported that she was experiencing a strangling feeling in her throat since her last visit on (B)(6) 2013. The patient was seen on (B)(6) 2014 and reported having one seizure and one aura since her last office visit on (B)(6) 2013. Clinic notes dated (B)(6) 2014 state that the patient¿s seizures had not changed. Further follow revealed that the patient¿s device was not disabled following the high impedance observation. X-rays were not taken and patient manipulation or trauma is not believed to have caused or contributed to the high impedance. No known surgical interventions have occurred to date.